Event description:
The customer alleged that she performed a control test and received a result around 300 mg/dl. She stated the normal control range was 103-143 mg/dl. No adverse events were alleged. The customer declined to provide any more information or troubleshoot her contour system. She insisted her meter be replaced. The customer's meter is to be returned for evaluation. A replacement meter was sent to the customer.